Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of two ventralex mesh (device #1 and #2). Per operative notes, ¿in the umbilicus, small hernia was noted and a separate hernia coming beneath the skin of umbilicus was also noted. All distal fascia were opened and resected at the level of fascia. All the hernia sacs were dissected free and all defects were combined together into single defect. Two overlapped ventralex mesh (device #1 and #2) were positioned beneath fascial defect and sutured.¿ (B)(6) 2019 ¿ patient was diagnosed with infected mesh and enterocutaneous fistula thereby underwent laparoscopic repair with removal of meshes (device #1 and #2). Per operative notes, ¿small bowel densely adherent to the abdominal wall and abscess was noted. Adhesions with some bowel was resected. The obvious fistulous tract was seen. The mesh (device #1 and #2) was removed and mesenteric defect was closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh - ventralex (device #1). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.